Event description:
Boston scientific-target was notified that the physician was deploying the matrix standard - 3d coil into the microcatheter with difficulties. It was hard to push the coil, the physician stopped, flushed the catheter, pulled back the coil and flushed again. There was continued strong resistance to advancing the coil. As he pulled back slowly again, he felt the coil stretching (approximately 20 cm). He then felt the coil detach inside the catheter. The procedure continued with a new excelsior 1018 catheter and another unit of matrix standard 3d coil (same lot number). The coil was deployed successfully, without problems. Patient is ok.